Event description:
Event description guidant received information that this implantable coronary sinus lead had dislodged and was replaced with another left ventricular lead. In addition, it is noted this device has no atrial lead implanted. The atrial port is plugged.